Event description:
The dental implant fx4510swc was removed on (B)(6) 2020 due to loss of osseointegration 2 years and 8 months after implantation. The patient has history of hypertension. The doctor noted bone resorption during explantation. The patient has recovered without complications.